Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug-2019 through jul-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 07/09/2021. An investigation was conducted on 07/14/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on both the harvesting device as well as on the cannula. The heater wire was observed to be slightly flexed away from the tip of the hot jaw due to normal clinical use. The clear silicone insulation on both the cold and hot jaws was observed to be intact. No white plastic shaving was returned for evaluation. A mechanical evaluation was conducted. The harvesting device was inserted into the cannula with no physical or visual difficulties with no visual shavings observed. An engineering evaluation was conducted that identified the root cause of the "particulates; shavings". To check the inner lumen in the device, the cannula shaft was opened up and it was observed to be the shavings in the inner lumen. A microscopic inspection of the cannula inner lumen determined while inserting the scope through the inner lumen, the shavings may have been formed. It was evident that the defect happened during the use of the product and confirmed for the failure mode as scrapings were observed on the inner lumen. Based on the investigation results, the reported failure "particulates; shavings" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, when they inserted the jaws, they notice what appeared to be a "white plastic shaving" that came from the channel. They removed the shaving opened a new kit and continued the procedure. No case delay. No additional incisions. No harm to patient.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, when they inserted the jaws, they notice what appeared to be a "white plastic shaving" that came from the channel. They removed the shaving opened a new kit and continued the procedure. No harm to patient.